Event description:
The customer reported that following an emergent cardiac catheterization/interventional procedure in 2002, a vasoseal es was deployed. The pt was admitted to the cardiac care unit from a rehablilitation hosp where the pt was recovering from a lumbar laminectomy. Post vasoseal deployment a femostop was applied after twenty minutes of manual compression. The femostop was removed after five hours and oozing was noted so the femostop was reapplied for an additional one and a half hours. No bleeding or hematoma were noted at the site and documented post catheterization pulses were unchanged post removal of the femostop. Three days later the attending nurse noted that the pt's right foot was cool and right lower extremity pulses were non-palpable. However, the right posterior tibial pulses were noted by doppler. A vascular surgeon was consulted and a doppler was performed. No flow was detected in the popliteal artery or tibial vessels below the knee. An apparent right common femoral artery occlusion with severe ischemia of the right leg was noted. The pt underwent a thrombectomy of the right common femoral artery. The operation report noted that at the area of the previous puncture site there appeared to be foreign bodies within the lumen of the common femoral artery. No other thrombus was noted on the report and no specimen was sent to pathology. The pt was on anticoagulant therapy post catheterization and was transfused with blood in 2002 due to low hemoglobin and hematocrit. The pt remained in the cardiac care unit. No further complications were reported.